Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of loss of capture (loc). Technical services (ts) noted a delay on the evoked response of the left ventricular (lv) channel. An in clinic visit to further evaluate the threshold was recommended. No adverse patient effects were reported. This crt-p remains in service.